Event description:
It was reported that the haptic of an intraocular lens (iol) broke during the injection process into the patient's eye. The fractured iol along with the detached haptic were removed from the eye to ensure the absence of any lens remnants. A new iol was implanted, and the surgery was completed without any additional reported complications. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, information not provided. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email address: unknown/not provided section e1: establishment address: unknown/not provided. Section e1: initial reporter: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. Three follow up attempts were made but no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.